Event description:
Caller reported that the t:slim x2 pump battery was not charging, necessitating the need to strategically hold or position the cable for a proper connection, due to a visibly damaged silver usb port. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl during the pump shutdown. Tandem technical support decided to replace the pump. The customer continued to use the pump for insulin therapy.